Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the patient had a coughing spell. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed a '2d' fault alarm code. This alarm can be produced as a result of operation of the secondary motor. Since the secondary motor was observed to be out of the bdc position, it is likely that this is the non-clearing alarm reported by the customer and was produced because of secondary motor engagement. The conditions that caused the secondary motor cam follower to move out the bdc position cannot be conclusively determined, but it is possible that it occurred due to a drop, near drop, or other rough handling of the driver. It could have also been caused by a jolt to the driver during the patient's coughing episode. In an attempt to reproduce a fault alarm during a coughing episode, a valsalva maneuver test at both normotensive settings and hypertensive settings was performed on the driver. During these tests, the driver performed as intended, annunciating an alarm due to low cardiac output (<=3.5 lpm) and recovering after a few seconds (when cardiac output increased above 3.5 lpm). No permanent alarms were produced as a result of the tests. Note: only permanent alarms are recorded in the driver alarm history. Intermittent and / or recoverable alarms are not recorded in the driver alarm history. Although the secondary motor did not engage in this particular test, it has been known to activate as a result of a coughing episode if the driver is exposed to a jolt or rough handling. The root cause of the fault alarm during a coughing episode was due to a sharp and sudden difference in pressure between the patient and driver creating a low cardiac output condition. The driver performed as intended. (H6: 3189, 4756, 213, 67). The driver did not pass functional testing due to left arterial pressure (lap) values being outside of specification, however this is unrelated to this customer complaint. Out of specification left arterial pressure (lap) readings can be indicative of a faulty piston cylinder assembly (pca). During investigation testing, a known functioning pca was installed and the driver was retested. With the new pca installed, the driver passed all functional testing. The root cause that the freedom driver did not maintain the proper normotensive pressure values, low lap, was determined to be a malfunction of the piston cylinder assembly. (H6: 1384, 4756, 180, 4307). Syncardia has a corrective and preventative action (CAPA) for the issue of freedom driver out-of-specification left arterial pressure (lap). Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.